Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected low out of range right ventricular (rv) pacing impedances of less than 200 ohms. It was noted this patient has sick sinus syndrome, and does not require ventricular pacing. The representative inquired about atrial pacing support during ventricular tachycardia. Technical services discussed programming options. The root cause for the clinical observation was not determined. The decision was made to reprogram the rv sensitivity to 5 mv and continue to monitor the patient. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Additional information was received that this patient has a history of low out of range right ventricular (rv) pacing impedances of less 200 ohms, which resulted in a lead safety switch (lss) on multiple occasions. The low impedances first occurred about a year ago along with one inappropriate event. There was a short duration where noise was oversensed on the rv channel, but the patient had a good intrinsic rhythm, so there was no pacing inhibition. It was noted the rv lead has been programmed back to bipolar a couple of times, but it has reverted to unipolar. Technical services discussed possible causes for the clinical observations and suggested programming the rv lead to unipolar pace/bipolar sense, and to continue monitoring the patient. Auto threshold is programmed to 3.5 v. It was noted isometrics were performed, and no issues were noted. At this time, this pacemaker remains in service and there were no adverse patient effects reported.